Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, after the surgeon fired the device, the firing stopped on the halfway. The procedure was completed with another device. No injury to the patient.